Event description:
It has been reported by the user that when the technologist turned the collimator for an erect exam, the collimator suddenly detached from the overhead tube suspension and dropped into the customer's hands. The collimator cable held the collimator up and prevented the customer from having the entire weight of the collimator in their hand.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.